Manufacturer narrative:
Integra has completed their internal investigation on 22 sep 2016. The investigation included: methods: evaluation of actual device. Device history review (DHR). Review of complaint history. Results: evaluation of device: the cam02 monitor serial number (B)(4) was returned to (B)(4) service center for failure analysis evaluation and investigation completed. The failure analysis evaluation verified the complaint incident. The service center reported the cam02 sensor board was defective and required to be replaced. The cam02 monitor received a replacement sensor board, was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The sensor board identified as defective was returned to ils (B)(4) for root cause analysis; specifically to establish the component failure. The DHR review could not be completed for the cam02 monitor reported as defective since the DHR (device history record) for cam02 monitor serial number (B)(4) could not be obtained from the ils (B)(4) archive. The DHR review will be completed as part of the failure analysis and root cause report when the documentation becomes available. Based on the complaint evaluation appendix 2 a review of the customer complaints was competed using the following key words ¿e0011¿ and ¿incorrect pressure reading¿ in the search criteria. The review encompassed dates 11-jul-15 to 21-sep-16. A total of 131 complaints were reviewed of which (B)(4) is the single complaint occurrence which contained the search criteria. The review identified this complaint as a single complaint occurrence for serial number (B)(4). No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. Conclusion: the root cause of the sensor board failure was identified as early life component failure in the optical catheter calibration/detection circuitry.

Event description:
The cam02 inter-cranial pressure and temperature monitor experienced a sensor board failure. The device was initially sent in for calibration and speaker recall. Incoming inspection revealed, monitor tested good. However, during calibration the sensor board failed. The sensor board, the battery, cable power to fan and speaker were replaced and the completed unit was calibrated. The software and monitor's speaker were also updated and the functional safety tests were performed and all tests passed.